Manufacturer narrative:
The device was evaluated and found to be within specification. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
The customer installed an osseospeed ev 4.2 s - 6mm in position 28 (fdi 44) on (B)(6) 2019. According to the information available in the complaint the mandible was severely atrophied. At re-entry on (B)(6) 2020 the implant was mobile, and the mandible fractured. The implant was removed. From the information in the complaint it is not totally clear how the fracture was handled but osteosynthesis is mentioned. Neither x-rays nor any information about the patient´s present status is available.